Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. During support, and right after insertion the pump stopped. The device was explanted and replaced. No reported harm or injury to the patient.

Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. The returned pump was visually inspected, and biomaterial was observed on the impeller. The pump was run at p9 in a basin of water and pump flow were within specification at 4.2 l/min. The cause of the issue was biomaterial. The root cause of the problem is unable to be determined. As noted in the impella IFU: impella rp with smart assist system. Section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.